Event description:
Customer reported the temperature sensor failed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the analog processor board. System operates as intended.